Event description:
It was reported that device was used during a laparoscopic cholecystectomy, the clips on the device were not being stopped by the end of the instrument. Case completed with another device of the same product code. No pt consequence.